Event description:
It is reported that the device was revised in early 2009 due to aseptic loosening. Implant date is unknown. It was also noted that a bone screw had broken.

Manufacturer narrative:
Evaluation summary: the trilogy shell, liner, femoral head, and self tapping bone screw were not returned for evaluation. X-ray or surgical notes were not provided. We cannot tell if the broken bone screw was identified pre-op on an x-ray or intraoperatively while retrieving the shell. Date of initial implantation was not given, so we cannot conclude if the shell was loose post-op after the initial tha or if the shell loosened over time or if trauma (such as a fall) loosened the shell and broke the screw. Judging by the patient, possibly osteopetrotic bone was a contributing factor. Most likely, the macromotion of the loose shell applied a bending moment that fractured the bone screw. The bone screw could have also been fractured intraoperatively while retrieving the shell. However, the exact root cause cannot be definitively ascertained. No product was returned. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.